Event description:
The pt has two leads with the same lot number. It was reported the pt is experiencing ineffective coverage. Reprogramming was unsuccessful. X-rays revealed no anomalies. The pt will consult with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.